Event description:
It was reported that a da vinci s hysterectomy procedure was converted to an open surgical procedure because one of the patient side manipulator (psm) was not moving as desired. The site had contacted the isi field service engineer (fse) after the decision was made to convert to an open procedure. On the same day of the event, the fse went on site and determined that the psm was not moving because it was positioned in such a way that the psm's axis 1 was hitting its hard stop; thus, not allowing the desired movement of the psm. The fse performed system verification with training instruments and demonstrated the issue to the surgeon. On (B)(6) 2013, isi spoke with the nurse who witnessed the reported event. She confirmed that the surgeon decided to convert to open procedure because the psm was not working and did not want to wait to troubleshoot. The da vinci system was already docked to the patient; however, the surgeon has not performed any surgical tasks (touch any patient's tissue) when the reported issue occurred. The procedure was completed as an open procedure. She confirmed there were no patient injuries related to the event. She could not recall any other details regarding the event.

Manufacturer narrative:
The da vinci s system was tested and verified as ready for use. It was determined that the site had the psm positioned in a way that did not allow the desired movement of the psm. Based on the provided information, there was no indication there was a malfunction of the da vinci s system, instruments, and/or accessories. However, this complaint is being reported because the da vinci s surgical procedure was converted to an open surgical procedure.